Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level was 395mg/dl. Tandem technical support educated the customer in occlusions. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion as the customer was able to successfully resume insulin deliveries.